Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's power supply will be replaced to address the issue. During the evaluation of the device, the active exhalation control module was found to be broken. The device's active exhalation control module will be replaced to address the issue. Other - device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.